Event description:
The customer reported when they looked at historical data for a patient on the central nurse's station (cns), all the historical data was gone. There was no patient injury reported.

Manufacturer narrative:
The customer reported when they looked at historical data for a patient on the central nurse's station (cns), all the historical data was gone. According to the customer, there were no waveforms, numerics etc. There was no communication loss displayed. This happened for all tiles on the cns and the unit was locally filing all beds. The customer rebooted the cns and that resolved the issue; however, there was no historical data. Technical support (ts) informed the customer that given that the data was gone and rebooting it allowed it to start saving again, then it may be and issue with the hardware or hdds on the unit. The customer will send the logs to have them analyzed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported when they looked at historical data for a patient on the central nurse's station (cns), all the historical data was gone. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported when they looked at historical data for a patient on the central nurse's station (cns), all the historical data was gone. According to the customer, there were no waveforms, numerics etc. There was no communication loss displayed. This happened for all tiles on the cns and the unit was locally filing all beds. The customer rebooted the cns and that resolved the issue; however, there was no historical data. Technical support (ts) informed the customer that given that the data was gone and rebooting it allowed it to start saving again, then it may be and issue with the hardware or hdds on the unit. The customer will send the logs to have them analyzed. There was no patient injury reported. Investigation summary: the logs provided were not able to determine the cause of the lost data. Nk personnel were sent on-site to monitor the issue but could duplicate the issue reported by the customer. The issue was monitored for an additional 2 months, and the customer reported that the issue did not recur. As such, the cause of the lost data is unlikely to be related to a device malfunction. Manufacturer references(B)(4). Follow up 001.